Manufacturer narrative:
An event of stenosis of the left pulmonary artery caused by a partial obstruction from the piccolo occluder was reported. A review of the ductal measurements as reported from the field was performed. Per the sizing table in the instructions for use, the recommended size is 04-02 amplatzer piccolo occluder. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could potentially be related to the user not following the recommended sizing chart provided in the IFU. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) as pms japan. It was reported that on (B)(6) 2023, a 5 mm x 2 mm amplatzer piccolo occluder was chosen for implant for a patent ductus arteriosus (pda). The minimal ductal diameter was 2.4mm, on echocardiography and 3.1mm on angiography. The maximum ductal diameter was 4.3mm, on echocardiography and 5.2mm on angiography. The ductal length of the pda was 5mm on echocardiography and 3.5mm on angiography. The piccolo occluder was successfully implanted. On (B)(6) 2023, it was noted that the flow velocity of the left pulmonary artery was accelerated up to 2.2 m/sec, which was clinically significant stenosis of the left pulmonary artery. This stenosis was caused by a partial obstruction from the piccolo occluder. It was not believed that the piccolo occluder migrated. The patient has been continuously monitored and has not had any symptoms. No treatment or intervention was performed or planned. The patient was reported to be in good condition.